Manufacturer narrative:
The tah-t cannulae will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the cannulae on the tah-t were discolored and stiff. The customer also reported that the patient admitted to using hibiclens (an antiseptic) on the cannulae daily. The customer also reported that the discolored and brittle sections of the cannulae were replaced by a syncardia clinical specialist and hospital staff on (B)(6) 2018 without any adverse patient impact. The customer also reported that the patient received a heart transplant on (B)(6) 2018.

Manufacturer narrative:
During physical examination, the returned cannulae were qualitatively compared to a new, clinical tah t cannula for stiffness. The new cannula bent freely with force. The returned cannulae sections only flexed slightly with force and were notably rigid. The patient admitted to using hibiclens on the cannulae which could have contributed to the stiffness. The freedom driver system guidebook for patients and caregivers - us section 5.1 precautions states. "Do not use cleaners on drivelines, cannula, drivers or driver accessories." Environmental exposure could have led to loss of plasticizers from the cannula material, causing the cannulae to become less flexible. Material stability and mechanical performance of pvc is negatively affected by aging. Over time, plasticizer leaches/evaporates out of the pvc material, reducing the flexibility and elasticity of the material. When examined, the returned sections of cannulae were observed to have reduced flexibility, indicative of a reduction of plasticizer in the material, likely caused by aging and/or environmental factors. The investigation could not definitively determine the root cause of the customer-reported stiffness or discoloration, but it is consistent with previously reported cannula stiffness/ darkening. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation and is closing this file. Ce 4430 follow-up report 1.